Event description:
The customer reported the monitors blanked out when sending images to pac's. It is likely the workstation locked up while doing so. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The b386 board and cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.